Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 10588, 0001825034-2017-04576, 0001825034 - 2017 - 10589, 0001825034 - 2017 - 10590, 0001825034 - 2017 - 10591. Concomitant products: 110017104 g7 finned 4 hole shell 54f lot 3703149. 51-100140 tprlc 133 fp type1 pps so 14.0 lot 3722132. 010000858 g7 neutral e1 liner 36mm f lot 3794200. 650-1065 cer option type 1 tpr sleve -3 lot 843120. 650-1057 cer bioloxd option hd 36mm lot 100590. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is limping and has trouble weight bearing status post right total hip arthroplasty. No further information has been made available at this time.